Event description:
It was reported that a half day infusor device leaked into the outer packaging. The device had been filled with desferrioxamine and sodium chloride. This occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received by baxter; however, the device evaluation has not yet been completed. Initial inspection found evidence of the reported leak inside the packaging of the device. Visual inspection revealed that the leak was due to broken tubing at the junction of the set-cap. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Upon completion of the device evaluation or should any additional relevant information become available a supplemental report will be completed.

Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported event. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.